Manufacturer narrative:
Results: loss of limits at the foot-end lift.

Event description:
It was reported by service report that the foot-end of the bed was stuck in the upper position and would not lower. No patient involvement or adverse consequences were reported.